Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Please note, this event has been previously reported under the medwatch facility (B)(4). MFR report number: 0009613350 - 2017 - 00540.

Event description:
The patient is pursuing a product liability claim. It was reported that the patient was implanted a zimmer hip mom implant on unknown side on unknown date. It is unknown if the patient was revised or is being monitored due to unknown reasons.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Medical product: delta ceramic fem hd 028/ 0mm, catalog #: 164136, lot #: 1673301. Medical product: bihapro mk iii ha/pc sz6 lh t1, catalog #: 12-164566, lot #: 1240273. Medical product: bihapro fem pmma cntrlzr 13mm, catalog #: 164204, lot #: 1343577. Medical product: arcom 28mm rngloc lnr hwall 23, catalog #: 11-105903, lot #: 2009020675. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00617, 3002806535-2019- 00618, 3002806535-2019-00619, 3002806535-2019-00620. A review of the manufacturing history records confirms no abnormalities or deviations that could be related to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported by the patient's legal representative that the patient underwent an initial hip replacement surgery. Subsequently, a revision procedure was performed on due to avascular hip necrosis. This report is based on allegations set forth in patients notice and the allegations there in are unverified.